Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a segment of the conductor wire dislodged and it was sticking out from the distal clevis. The wire insulation was not damaged and the instrument passed an electrical continuity test. Annex g was updated to reflect failure analysis findings.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm long bipolar grasper instrument's wire pops out of place. There was no report of patient involvement.